Manufacturer narrative:
Product is to be returned for evaluation. A f/u report will be sent once more information has been obtained.

Event description:
Incident as reported: thrombectomy procedure - "it was reported to bard (B)(4) that on (B)(6) 2010, during a thrombectomy procedure, the physician used a first catheter (item code ceo680st) but the balloon ruptured. Therefore, the physician retrieve the device without problem and used a second catheter (item ceo580st) but the same issue occurred (balloon rupture). Therefore the thrombectomy procedure was no performed due to this event. The physician decided to place a stent." Event date (B)(6) 2010. Pt outcomes: no pt complication. The pt is reported as "fine".